Event description:
The user facility reported that there was a hair inside the sterile packaging upon receipt of the product. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Upon evaluation of the returned unit, the reported condition was confirmed. A hair strand was tangled around the brush.

Event description:
The user facility reported that there was a hair inside the sterile packaging upon receipt of the product. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.